Event description:
Pt was undergoing attempted placement of amplatzer "vsd" occluder. #10 french introducer sheath was in r1j over #7 french "aga" sheath. #7 french aga sheath was replaced with #9 arrow sheath. During manipulation of glidewire, #10 french introducer sheath did out of "r1j" and pt bled around #9 arrow sheath. Pt had cardiac arrest and suffered brain damage.